Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The machine flow sensor was replaced due to tobacco contamination which addressed the reported issue. Additionally, the system board, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, inlet side panel, outlet side panel, dual limb cup, main housing, rear panel, machine flow sensor, tubing-fi)2, tubing-system board, tubing-blower chassis, tubing-low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to tobacco contamination. , which is not related to the malfunction/issue.